Manufacturer narrative:
(B)(4). Knife. Device a was returned with the closing trigger and anvil closed. A reload was received loaded on the device and void of staples. Upon further inspection of the device, a clip was found lodged in the cartridge knife slot preventing the knife from returning completely and the anvil from opening. When placing the instrument on the tissue to be stapled, ensure that no hard obstruction (such as a clip) is included with the tissue inside the jaws. Please reference the instruction for use for warnings and precaution regarding firing across hard objects. The clip was removed and the device was tested for functionality with a test reload; the device achieved a complete 3-strokes fire without any difficulties noted. The device opened and closed as intended. The batch record was reviewed and no anomalies were noted during the manufacturing process. Device b was returned with no visual non-conformances and with a fully fired reload loaded on the device. The device was tested for functionality with a test reload and it achieved a complete 3-strokes fire without any difficulties noted. The device fired, cut and formed all the staples as intended. The staple line was complete and the staples were noted to have the proper b-form shape. The event could not be confirmed as the device closed and opened properly during testing. The batch record was reviewed and no anomalies were noted during the manufacturing process. Batch # h53t23. A video of the surgical procedure was returned for review. Ees field quality engineer provided the following summary after review: "based on my video observations, in my opinion a previously placed clip was captured between the device jaws. During firing the clip got wedged behind the knife. The wedged clip prevented the knife from returning to the home position which is required in order to open the jaws. This conclusion is in agreement with the device analysis findings as well."

Event description:
It was reported that during a sleeve gastrectomy procedure, the device was used to perform the resection of the stomach. According to the surgeon after firing the third stroke of the fourth reload the device jammed while tissue stuck within it and wouldn't open upon several attempts. The surgeon then used the manual release button and tried to open the instrument, squeezed the handle plastic to plastic, but the device still wouldn't open. Since the device was still placed on tissue, there was no way to inspect the distal end of the jaws to observe knife location. The surgeon then tried to push open the device firing handle to its full extent - but this, again, didn't help open the jaws. The surgeon open a new long60 and fired a gold reload between the existing instrument and the "bojee" after one more reload he release the echelon from the stomach (using an endoscopic grasper). The surgeon cleared off residue tissue on both lateral sides of the jaws. This enabled him to extract the device from within the abdominal wall, while the jaws still locked closed. The surgeon completed the resection, fired a few clips over the staple line and inspected the gastric pouch using methylene blue. Surgery was prolonged thirty minutes. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Date sent: 03/27/2012. Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: on what tissue type was the device used? Stomach. At what location on the tissue? Middle of the stomach , 'antrum'. What color cartridge was being used? Gold. What other color cartridges were used before and after this event? Gold. Was buttressing material utilized? No. Was the instrument fired across or near an existing staple line or clip? Following the previous line. Were any unexpected noises heard? No. Were any of the forces higher or lower than expected closing, or firing? No, the surgeon used a regular force.